Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous internal carotid artery. The acculink carotid stent system was not able to be deployed during use and completely failed to deploy. There were no adverse patient effects. A new, same size, acculink stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis identified that the strut in the first ring of the stent implant at the distal end was exposed past the distal marker.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. The reported deployment issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the deployment issue was related to operational context. It is likely that the multiple bends noted throughout the shaft prevented movement of the shaft lumens and contributed to the deployment issue. The bends likely occurred during advancement through the moderately calcified and tortuous anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.